Event description:
A physician reported a patient who was treated on 17 june 1995 into the cheeks and lips. In 7/1995, the patient developed edema at the sites of injection. The edema was intermittent in nature. No medical or surgical intervention was prescribed. A retest on 10 october 1995 was negative. The patient was seen four times in 1996. At the last visit on 23 april 1997, the symptoms were improved but the resorption had gone slowly. No intervention was prescribed.